Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence, and urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they had 2 my therapy app on programmer. They said that both was giving them error "no lead attached to cable ensure all connection are secure." When they opens them. They had patient check on wires, wires had been pulled out from their back. The patient was advised to call physician for assistance. Notified manufacturer representative (rep). The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026, brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.